Event description:
Reporter alleged the meter would not power on at 11 am, so customer did not eat or take normal insulin, however, ate at 1 pm. Customer stated he felt his glucose was high so he exercised from 3 pm until about 4:30 pm and drank some soda while exercising. Customer indicated eating a normal dinner about 5 pm and taking 62 units of long acting insulin as well as 20 units of sliding scale rapid insulin which is 4 additional units of rapid insulin since customer stated he felt like his glucose was high. It was stated customer still could not test glucose at 10 pm, due to the meter not powering on, so he went to sleep and was found on the floor by a relative at 11 pm. Reporter stated 911 was called, customer was treated with a dextrose IV and the emergency medical techs (emts) left the customer after his glucose tested 156 mg/dl. A request had been made for the return of the suspect device and replacement product was sent.